Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During the analysis of the associated ilesto 5 hf-t promri df-1 (s/n (B)(4)), a fragment of this atrial lead was found still connected to the device header. The lead was capped 119 months after the implantation.